Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was noted by a healthcare professional that prior to developing the peritonitis, the patient had cut the line creating a breach in the sterile fluid pathway. As a causal relationship could not be verified between the cut line and the event of peritonitis, the cause of the event remains unknown. It was unknown if the patient was hospitalized for the peritonitis and treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as in (B)(4).